Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit shutdown while performing an autofill. There was no patient involvement.

Manufacturer narrative:
Additional info: (B)(6). It was reported during that during autofill the cardiosave intra-aortic balloon pump (iabp) unit "shuts down while performing autofill". A getinge field service engineer (fse) diagnose and found that during an autofill the device would shut down and go into a system failure. After replacing the solenoid control board (d670-00-1161) the device worked correctly. After putting device back together it began to fail again. But now it only fails in the cart. Came back with power management board (d670-00-1162) and the combination of boards did the trick. Full functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. Patient involvement was not there. The nrc installed the pcb,power management and the pcb,solenoid control into the cardiosave test fixture and tested the boards to factory specifications per the cardiosave service manual part number 0070-00-0639 rev.q. Each board was tested separately and together. The nrc verified the failure of the unit shutting down, caused by a defective power management board. The power management board failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The solenoid control board passed testing when tested with a good power management board. The solenoid control board passed testing. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.